Event description:
Pt had the star total ankle components revised.

Manufacturer narrative:
Eval of returned product shows products intact. Surgery report stated reason for revision was suspected infection.